Manufacturer narrative:
(B)(6). Concomitant: 904054, ez pass 70 degree left, 256930; 904054, ez pass 70 degree left, 256930. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00660, 0001825034 - 2018 - 00661.

Event description:
It was reported that the nitinol wire would not scroll out of the passer shaft. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.